Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that information was received from a patient (pt) regarding an external device. Nmh043203n; nku119616n. The reason for call was pt reported they were unable to connect to their implant to charge their implant yesterday. Patient sees "poor communication" on their patient programmer and "reposition antenna" on their recharger. Patient said the last time they successfully charged their implant was about 3 months ago. The patient was redirected to their healthcare provider to further address the issue. And possible overdischarge. Pss also sent email to reps for visibility. Pt mentioned having depression on the call. Pt also said they have lost 15 lbs.redirected caller: patient's hcp no new information additional information was received from the patient. Pt reported that the met with a manufacture representative (rep) at the doctor's office and was able to reconnect with their neurostimulator, and was able to reconnect with the ins, but 5 out of 7 leads on the right side were dislodged. Pt has some relief using just the left leads. Just the left leads are working, pt is working with an attorney to get approval for fixing leads and replacing the battery pack.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that the cause of the lead dislodgement is unknown. Pt also reported that the stimulator working this way is not providing the pt with enough pain relief and causing uncomfortable surges when they turn too fast and while in bed when they change positions.

Event description:
Additional information received from the patient. It was reported that the pt said they could not get the ins charged and it was also displaying the eri message when they tried recharging again, pt commented that they were coming up on the 9 year mark in december. No symptoms were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# unknown and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that before they found out the leads were dislodged and function controls changed to one side, stimulator would automatically change to the position they were in. Now if they move from right side to on their back and from their left side to a different position, the level of stimulation wakes them up and they have been turning unit off at bedtime to avoid being woken up at night. During the day, they have surges but being awake, they can manage not turning, twisting, bending too quickly. So increased stimulation can be tolerable. They are working on the process of approvals. The issue has not been resolved.